Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Turning the received cycler on, showed that the display was dark. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The inverter board supplies the dc voltage which illuminates the lcd display. There were no other discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient's contact reported the cycler turned off due to a loss of electricity. When the cycler came back on the screen would not turn on and remained blank. The buttons on the side of the cycler remained lit. The cycler was replaced. During follow up the patient's nurse reported the patient completed treatment manually. During evaluation the cycler's display inverter board was found to have thermal damage.